Manufacturer narrative:
H6 medical device problem code and investigation conclusion code were updated.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked both analyzers, and no specific cause was identified. The analyzer performance was verified. There was no indication of a performance issue with the reagent, as the qc recovery was acceptable. The analyzer alarm trace contained " sample foam detection" and "sample clot detection" alarms. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service visit.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers were (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results from two cobas e 801 analytical units. The physician stated the results did not match the previous results or the clinical picture of the patient. Approximately 6 months ago, the result for the patient using a different analyzer was 234 ng/ml. On (B)(6) 2026, the initial result from cobas e801 analyzer serial number (B)(6) was 536 ng/ml. The repeat result from cobas e801 analyzer serial number (B)(6) was 547 ng/ml. Neither result was believed to be correct for the patient.